Event description:
Toxic shock syndrome [toxic shock syndrome staphylococcal], golden staph in vagina [vaginitis bacteria], felt ill [malaise], fever [pyrexia], felt weak [ashtenia], pale [pallor], muscle weakness [muscular weakness], fatigue [fatigue]. Case description: a boyfriend reported that his girlfriend, age (B)(6), used tampax pearl tampon, unscented, absorbency unknown tampon 1 unit, 4-5/day beginning (B)(6) 2013 and reported the following: golden staph in vagina. She had been admitted to resuscitation unit of the hospital and was in critical condition and placed in a semi-artificial coma. Additional treatment: doliprane (self treatment). On (B)(6) 2013 received consumer's follow-up phone call: the boyfriend reported that his girlfriend suffered from toxic shock syndrome after she used a tampax pearl regular tampon on (B)(6) 2013. She felt ill on (B)(6) 2013 and developed a fever and felt weak. On the night of (B)(6) 2013, she became really pale and her temperature reached 41 degrees celsius (105 degrees fahrenheit). An ambulance was called and she was admitted to the hospital and placed under an artificial coma for treatment. The doctors initially thought that she was having measles but that was not the case. Her symptoms included general weakness, severe fever, muscle weakness and fatigue. The hospital didn't know what the cause was or how to treat it but then they established the link between tampax and the disease. His girlfriend was still in a critical condition; the symptoms were localized in the genitalia area. Other product used previously without incident: yes - tampax tampons. On (B)(4) 2014 received consumer's follow-up phone call: the boyfriend reported that she was doing much better in the hospital. His girlfriend was out of the coma and fever had gone down to 38 degrees celsius (100 degrees fahrenheit). The doctors were looking into further treatment. On (B)(4) 2014 received consumer's follow-up phone call: the boyfriend reported that his girlfriend was discharged home from the hospital. Speaking directly with the consumer, she reported that she was feeling much better. No further information was provided.

Manufacturer narrative:
Lot number provided; lot check request results pending. The product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation. Product returned was requested but not received to date. Proctor and gamble (p and g) is submitting this report only because it believes an event that meets the requirements of 21 cfr part 803 may have occurred. This does not mean the p and g believes the device manufactured by p and g may be defective or has malfunctioned, or that a tampax product was in fact associated with an actual consumer injury. Consequently, this report must not be constructed as an admission of any kind by p and g. Reason that the device has not been evaluated by the manufacturer: (B)(4). This case involves a product manufactured at (B)(4), but the registration number for that site is inactive. Since the product involved is similar to that sold in the us, we will be submitted this case under the registration number for tambrands manufacturing inc, (B)(4), USA.